Event description:
The customer reported via phone call indicating that the inuslin pump had a keypad anomaly. Customer's blood glucose was 2.1 mmol/l. Customer stated that act button did not work. The customer stated that their is no significant events leading to keypad issue. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces however; all of the buttons are functioning properly. The insulin pump passed displacement, rewind, basic occlusion test, prime/a33, excessive no delivery and occlusion tests. The insulin pump has cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners, minor scratches on the display window and stained end cap sticker noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.